Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported the device was used during a rectum procedure. It was reported by the affiliate that the clips were malformed (open) and the staples line was leaking. There was no pt consequence.